Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise and oversensing on a stored atrial tachy response (atr) episode. The feature related to minute ventilation was turned off. No adverse patient effects were reported.